Manufacturer narrative:
(B)(4). The insulin pump was received with error alarm after battery change due to voltage leaks (cooper cap) on interface board. The device had memory lost due to anomaly. The device had cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported her insulin pump alarming every time she changes her battery. She also stated the alarm forces her to reset her time and date. The customer's blood glucose was 110 mg/dl. The customer stated her temp basal was not programmed before the alarm occurred. The customer requested to replace her insulin pump. No additional information provided.